Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, loss of capture at high output was observed on the atrial lead. Programming change was made. The lead revision will be scheduled. The patient was stable.